Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) review the alert and out of range (oor) high pacing impedance were exhibited. Ts suggested to contact the hospital immediately. At this time, this device and the non boston scientific (bsc) right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information confirmed that the non bsc rv lead will be monitoring for now. Patient with dementia. There's no need for intervention. The auto safety switch to unipolar measurement were within normal range now. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).